Manufacturer narrative:
Evaluation of the returned unit did not confirm the reported issue of no power. Unit powers up and passes all functional tests. However, the battery springs are bent. (B)(4).

Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible damage reported. Customer did not provide a date when issue was discovered. No pt incident or injury reported.